Manufacturer narrative:
Follow-up #1: date of submission 05/27/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/13/2015 with the following findings: the battery compartment was cracked from threads to the bumper pad and from the bumper pad to the case seal. Corrosion was observed inside the battery compartment. A leak test verified that there was a leak in the battery compartment.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the battery compartment was cracked and there was evidence of moisture ingress. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.